Event description:
After upgrading to a new software version, customer observed a problem with a patient sample that generated two bicarbonate (co2) results of 30.8 and 28.7 mmol/l. The co2 assay was not rerun and the status of this sample remained as processing. The bicarbonate result of 30.8 mmol/l was sent to the host, however, the test review screen showed the co2 result of 28.7 mmol/l as a calculated test, and the customer does not have any calculated tests configured on the analyzer. The investigational unit verified the customers complaint. A field correction for this issue will be initiated.